Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date (B)(6) 2014, inratio: 1.4, dr. Pock meter: 2.4. Time between tests 1 hours; therapeutic range: 2-3. Meter was not in correct mode when finger stick was performed; sample was not applied immediately after the finger stick was performed.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and non non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.